Event description:
As reported on medwatch # (B)(4): "surgeon was using the articulating screw driver during a mako robotic hip procedure. The tip broke off but was retrieved by surgeon".

Manufacturer narrative:
Reported event: -customer reported that the tip broke off but was retrieved by surgeon. Device evaluation and results: -device evaluation was not performed and the checkpoint driver assembly event was not confirmed. Device history review: -no product history review could be completed due to missing information. Complaint history review: -no product history review could be completed due to missing information. Conclusions: -no product inspection could be completed due to the product not being returned. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported on medwatch # (B)(4): "surgeon was using the articulating screw driver during a mako robotic hip procedure. The tip broke off but was retrieved by surgeon".